Event description:
The pump was returned for investigation. Investigation revealed that the force sensor was found to be out of calibration and green contamination was found on the force sensor. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the pump history revealed multiple large prime volumes. Investigation revealed that the force sensor was found to be out of calibration and green contamination was found on the force sensor. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.